Event description:
The physician reports that the crystalens was damaged in the staar surgical lens injector system during insertion. The lens was removed and exchanged without incident.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.